Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 3/9/16 at 4 pm with a high blood glucose level of 600 mg/dl. The customer felt disoriented before the hospitalization. The customer was treated for their blood glucose with fluids. The customer was assisted with troubleshooting their insulin pump and was advised to change the reservoir and infusion sets.